Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed that the reported no output condition was the result of normal battery depletion.

Event description:
It was reported that the patient presented to the emergency room with the device in a no output condition. The pacemaker dependent patient had an intrinsic rate of about 22 beats per minute and was put on life support. Additional information received indicated the patient had been lost to follow up for several years. The device, believed to be at normal end of life, was explanted, and replaced. There were no device performance concerns. The patient was discharged and is reported to be doing fine.